Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Eval by MFR: fse (field service engineer) went on site on 28-sept-2017.

Event description:
Fse (field service engineer) was dispatched on 18-nov-2017 and went on site on 28-sept-2017

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) replaced a bent sample needle assembly. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) found no other similar complaints. The g8 operator's manual states error message 708 x1-axis error message is generated when an operational error occurs with the x1-axis. The operator is instructed to inspect the x1-axis. Chapter 5, maintenance procedures, indicates to ensure to check the sample needle assembly before starting analysis. Section 5.10, sample needle replacement, indicates to replace the sample needle assembly if it is bent or broken. The most probable of the cause of the bent sample needle assembly could not be determined.

Event description:
On (B)(6) 2017 a customer reported getting 708 x1-axis error message; therefore, was unable to run patient samples for hba1c. The sample needle assembly was not centered in the sample tubes. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.